Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 272 mg/dl after eating barbeque sandwiches and a salad without announcing meals, and subsequently had no insulin available until a supply change was completed and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included continued monitoring with blood glucose trending down to 227 mg/dl after intervention. Investigation included technical troubleshooting with education on meal announcements and guidance through an insulin supply change. Investigation of this case revealed that the elevated glucose was consistent with missed meal announcements rather than a device malfunction, and post-intervention glucose trended downward with no issues noted in the tubing. It was concluded that the event was attributable to user-related factors, specifically missed meal announcements and running out of insulin, with the device functioning as intended.